Manufacturer narrative:
Investigation summary an internal complaint (call (B)(4)) was received indicating that a skin stapler malfunctioned during use. The initial reporter indicated the defective sample was available for return. However, as of the date of this report, that sample has not been received. The skin stapler is supplied to deroyal by teleflex medical. A supplier corrective action request has been issued to teleflex. As of the date of this report, a response has not been received. The investigation is incomplete at this time. When new and critical information is received, this report will be updated.

Event description:
The stapler would not discharge staples and caused a delay of 5 minutes while new stapler was obtained.

Manufacturer narrative:
Root cause: the skin stapler is supplied to (B)(4) by teleflex medical. Therefore, a supplier corrective action report was issued to teleflex. In its response, teleflex stated the failure mode reported cannot be confirmed based on the information received. The device history record review does not suggest a manufacturing related cause. Without a sample for evaluation, it is not possible to determine the source of the defect reported. Corrective action: in its scar response, teleflex stated due to the root cause determination, a corrective action is not required at this time. No error could be found in the assembly to suggest a manufacturing related cause. An internal complaint (B)(4) was received indicating that a skin stapler malfunctioned during use. The initial reporter indicated the defective sample was available for return. The complaint investigator made multiple attempts to retrieve the sample, but it was ultimately not returned. Product on hand was reviewed, but no error was found. A scar was issued to teleflex medical and a response has been received. The 2014-2016 scar and supplier notification letter logs were reviewed for similar complaints. Similar complaints were identified. Preventive action: in its scar response, teleflex stated it will continue to monitor complaints to determine if potential corrective or preventive actions are required. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
The stapler would not discharge staples and caused a delay of 5 minutes while new stapler was obtained.